Manufacturer narrative:
The device was manufactured from october 26, 2019 - october 30, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. It was further reported that the expected time of therapy was 48 hours; however, the device completed the infusion in 81.5 hours. The device had been filled with 5-fluorouracil (5-fu). This issue was identified after use of the device. There was no patient injury or medical intervention associated with this event.